Event description:
It was reported that the ilet pump displayed a persistent alert 60 indicating a bluetooth communications error after a restart prompt, with the user intermittently disconnected and unable to resolve the alert despite multiple restarts. Symptoms included hyperglycemia with a reported peak of 428 mg/dl and glucose levels outside of range for the day, without clinical symptoms or acute complications. Outcomes included self-treatment with subcutaneous insulin injections and no professional medical intervention or hospitalization. The device was returned for evaluation. Preliminary investigation of this case revealed a suspected communications malfunction consistent with a ble board communications error on the pump. Device was placed on a charging pad and powered on. The notifications menu had an active alert 60 present confirming complaint. Device was opened and while performing the visual inspection the fi technician discovered some corrosion on the hoverboard area and also in the mainboard areas. It appears fluid breached the seal from the vent on the rear of the housing and affected all electrical components on the device. Due to current finding the troubleshooting will be stopped and the device will be scrapped by the refurbish department as it is unrepairable.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.